Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.0x38 mm xience prime btk stent was implanted in the right proximal posterior tibial artery (pta). On 09/11/2025 the patient had restenosis in the stented segment of the pta which was treated with angioplasty. The condition resolved. There was no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects of stenosis and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of unexpected medical intervention in addition to hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.